Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.

Event description:
It was reported baseline impedance had been 400 ohms and then increased to 1800 ohms. Two weeks later, it was found that oversensing had occurred, but no shocks were delivered. The lead was explanted and replaced. No patient complications were reported as a result of this event.